Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with turning the carbohydrates feature on for the bolus settings. Reportedly, the customer did not deliver a bolus based off of the inaccurate values. Blood glucose level was 116 mg/dl. Tandem technical support assisted the customer with successfully turning the desired setting on.